Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 500mg/dl. Customer treated high blood glucose with manual injection of 8 units of insulin and blood glucose went to 405mg/dl. Customer¿s current blood glucose was 344mg/dl. Customers stated that they feel tired and there was concrete in his veins. Customer stated that drive support cap was normal but they had crack across the battery compartment. Customer mentioned that insulin exited at quick release. Insulin pump will not be return for analysis.